Manufacturer narrative:
Device not explanted (tavi).

Event description:
It was reported that a valve-in-valve will be performed on a perceval valve, due to degeneration of the prosthesis. No other information was provided.

Manufacturer narrative:
The manufacturer was unable to obtain additional information about the reported event. The patient's clinical history was not available because the valve was implanted at a different hospital. As the valve was not received for analysis, and the serial number of the device remains unknown, no investigation can be performed and the root cause of the event cannot be determined. It is possible that the patient's clinical condition and risk factors contributed to the reported event; however, this cannot be confirmed as no patient information was provided.